Manufacturer narrative:
The customer's calibration and qc data and system alarm trace were requested but not provided. The field service engineer replaced various parts. He performed ise checks, mechanical checks, and precision testing with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on two cobas 6000 c (501) modules. The sample initially resulted in a na value of 145 mmol/l on c 501 analyzer serial number 15j4-15. This initial value was reported outside of the laboratory. The doctor questioned the value, so the sample was repeated on c501 serial number (B)(4), resulting in a value of 130 mmol/l. The sample was also repeated on c 501 analyzer serial number (B)(4), resulting in a value of 126 mmol/l. The customer did not deem any of the values to be correct.